Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 01/13/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure with the 1.2mm x 1.9mm target aneurysm on the anterior communicating artery (acom), the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (encr402312 / 11203602) could not be deployed when it reached the target lesion. The physician switched to another microcatheter, but the stent still could not be deployed. The physician replaced the stent and the replacement stent successfully deployed. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.0mm x 23mm enterprise® 2 vascular reconstruction device was received contained in a pouch. Visual inspection was performed. It was noted that the stent was returned in detached state but was observed to be in good condition. The delivery wire was also noted in good condition. The introducer was not returned. Functional evaluation could not be performed as the stent component was already detached when the device was received. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11203602. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported that during the procedure, the 4.0mm x 23mm enterprise® 2 vascular reconstruction device was impeded in the microcatheter and could not be deployed when it reached the target. The issue could not be confirmed through functional analysis of the returned device; the device was returned without the introducer and with the stent component already detached and as a result, the returned device could not undergo functional testing. The stent component and the delivery wire were both noted to be in good condition. It cannot be determined when the stent became detached and where it became detached in. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigational findings because the stent component was already detached when the device was received. Functional testing could not be performed. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. Updated sections: g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11203602. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure with the 1.2mm x 1.9mm target aneurysm on the anterior communicating artery (acom), the 4.0mm x 23mm enterprise 2 vascular reconstruction device ((B)(4) could not be deployed when it reached the target lesion. The physician switched to another microcatheter, but the stent still could not be deployed. The physician replaced the stent and the replacement stent successfully deployed. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this supplemental MDR is to make a correction to the h.5 field. The 'labeled for single use?' Field was incorrectly marked as ¿no¿ in the initial MDR report. The correct value is ¿yes.¿ corrected section: h.5. Updated sections: g.3, g.6, h.2, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. H.5: labeled for singe use? Yes.